Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's issue remains ongoing. X-rays were taken but the results are unknown. The next course of action is unknown at this time.

Event description:
The patient has two leads from the same lot. It was reported the patient lost stimulation over time after falling on several occasions. The patient attempted to troubleshoot the issue via the help of an sjm technical support representative over the phone to no avail. Follow-up revealed an sjm representative met with the patient, but was unable to provide the patient with adequate coverage via reprogramming. An impedance check revealed high impedance on several contacts. X-rays will be taken for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.